Manufacturer narrative:
(B)(4). In addition to this report see also 1218950-2013-05712, 1218950-2014-06547, 1218950-2014-06548.

Event description:
The customer states they have 4 faulty batteries. There was no reported pt involvement.